Event description:
On (B)(6) 2011, pt reported the menu and up buttons on the infusion device responds intermittently. Pt stated the issue has been occurring for the last month. Pt reported when the button is pressed it does not remain flat and beeps. No physiological effects were reported. The pt did not require assistance for a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.